Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 250 mg/dl range. The customer stated that when pizza was consumed, the bg would go a little high. A corrective bolus was delivered to address the high bg level. The customer's healthcare provider suggested the customer use the pump's extended bolus setting and tandem technical support informed the customer on how the setting works.